Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit has a distorted display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h8. A getinge field service engineer (fse) replaced display cable which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part display cable with a reported unit failure of a distorted display. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed display cable into the cs300 test fixture and tested the cable to factory specifications per the procedure. After one hour of run time, the fat could not replicate the complaint of a distorted display. The display cable passed testing. Retaining the cable in the fat per procedure.

Event description:
N/a